Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h10: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found no damages to the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to it had several pinholes in the balloon (distal section), located approximately 16 mm from the tip. Microscopic inspection found several pinholes located approximately at 16 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon had several pinholes located approximately at 16 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2023. During the procedure, the balloon was attempted to be inflated to treat an esophageal stricture. The medical team observed that it was not inflating. After retrieving and carefully examining the balloon, they discovered two holes in the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2023. During the procedure, the balloon was attempted to be inflated to treat an esophageal stricture. The medical team observed that it was not inflating. After retrieving and carefully examining the balloon, they discovered two holes in the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.